Event description:
It was reported that during lap hysterectomy procedure, the tissue pad split, no piece fell into the patient. A solid tone was also heard but no error code displayed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.